Event description:
It was reported, the pt never had therapeutic effect. The pt stated he went through multiple reprogramming sessions without success. The device was interrogated and the battery was found to be depleted. The pt had a new diagnosis of renal cancer that required an MRI. The pt requested the system to be explanted. The system was explanted in 2009. The hcp indicated the pt experienced no symptoms and no injury.

Manufacturer narrative:
(B) (4).